Manufacturer narrative:
The returned device was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to reported high bg was found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the customer's blood glucose reached 412mg/dl while wearing the pod between 4 and 24 hours. He was taken to an urgent care and then to the hospital in an ambulance. Treatment included bolusing and he was put on a insulin drip at the hospital. The patient was diagnosed with high blood glucose and high ketones. The customer's blood glucose and insulin history is as follows: time bg(mg/dl) bolus(u): 8:59pm 412 3.40; 9:38pm 358; 10:15pm 275; 12:26am 205 1.85; 9:18am 349 8; 10:02am 295; 11:34am 354; 12:19pm 330 5; 2:05pm 334 3.30. At 5:00pm the patient arrived at the hospital where is blood glucose read over 400mg/dl. The product was returned for evaluation.